Event description:
The user received questionable total psa total (free + complexed) psa - prostate-specific antigen (total psa) results for at least 10 patient samples. Of the data provided, the results for four patient samples were discrepant. Patient sample 1 initial result was 0.409 ug/l and the repeat result was 6.8 ug/l. Patient sample 2 initial result was 0.574 ug/l and the repeat result was 10.7 ug/l. Patient sample 3 initial result was 0.925 ug/l and the repeat result was 9.2 ug/l. Patient sample 4 initial result was 0.567 ug/l and the repeat result was 7.6 ug/l. On (B)(6) 2011, a clinician questioned the results for some patients. As the patients were still being recalled, it was unclear whether the incident affected the treatment of the patients. No adverse events have been reported. The total psa reagent lot number was 16349200. The expiration date was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).

Manufacturer narrative:
(Age at time of event) was updated for patient 1 age. Additional information was received providing the age of the other patients. Patient 2 was (B)(6). Patient 3 was (B)(6). Patient 4 was (B)(6).

Manufacturer narrative:
The investigation could not determine a specific root cause as no further information was provided by the user. A reagent issue was not suspected as all quality control was within the acceptable range. No adverse events were reported.

Manufacturer narrative:
Additional information was received: the initial and repeat results were generated from different samples obtained on different dates.